Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the endovascular treatment of the 65mm abdominal aortic aneurysm on the (B)(6) 2019. Approximately three months later a type I endoelak was suspected. A CT was performed four days later and a type I and type ii endoleak were observed. One week later stent infolding was noted also. As per the physician the cause of the event is anatomy. A lot of thrombus was noted in the aortic neck. The reversed conical neck was 29 mm proximally and 26mm distally over a length of 10mm. During the index procedure the physician chose 36mm stent graft over a 32mm and it turned out to be oversized. No additional clinical sequalae were provided and the patient will be monitored.